Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead's sealing ring had slipped off entirely. The lead were eventually slipped back by the physician and reconnected successfully. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.